Event description:
It was reported while using bd q-syte luer access split septum there were flow issues. This occurred 10 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: in the internal medicine ward, the infusion connector was blocked after being connected to the infusion set.

Manufacturer narrative:
There was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.